Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked display window, minor scratches on the display window noted and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons. The customer's blood glucose at the time of incident is unknown; however, they reported that their blood glucose was good and that they treated with a manual insulin injection. Troubleshooting was initiated for the keypad issue and it was verified that the insulin pump was not bumped, dropped, or exposed to moisture. The insulin pump will be returned for analysis.